Event description:
It was reported the physician programmer could not detect the patient¿s implantable neurostimulator (ins). Because the patient had reportedly not charged their ins since implant, the patient¿s physician suspected the ins had overischarged which was later confirmed. It was stated the patient was not experiencing any symptoms associated with the event. The ins was able to be turned on after the completion of a physician mode recharge (pmr). It was unknown whether the patient was receiving therapy at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).